Event description:
It was reported that bd sharps disposal lid did not close. The following information was received by the initial reporter and translated into english: according to the customer's report, the lid doesn't shut.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.